Event description:
It was reported that during insertion, the clinician felt resistance when advancing the spring wire guide. Upon removal, they found the wire was deformed. As a result, another kit was opened and used successfully. There was a delay in treatment with no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). The device will not be returned.